Manufacturer narrative:
This MDR is regarding the 2nd device of the reported two defected devices. Since the subject device was not returned from the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. And the manufacturing history in the last 3 months from the date of occurrence was reviewed, with no irregularities about the reported event noted. Based on the similar cases with the same model, omsc concluded that it is possible that the separation of the pad occurred since the user continued activating output without grasping anything (including after the tissue already cut). Based upon the evaluation, this appears to be related to user handling. This is one of two reports. Cross reference MFR. Report number 8010047-2015-00288.

Event description:
Olympus medical systems corp (omsc) was informed that the subject device was used during a laparoscopic total gastrectomy (ltg). At an early stage from the beginning of use, the ptfe pad of the 1st tb-0535fc (the subject device) was separated. Although the user exchanged it with the 2nd tb-0535fc and continued the produce, at an early stage from the beginning of use, the ptfe pad of the 2nd one was also separated. He exchanged it with the 3rd tb -0535fc and completed the procedure. There was no patient injury reported. This is the second of two reports.